Manufacturer narrative:
No button error alarm noted during testing. The insulin pump had no button response due to corroded keypad traces. The insulin pump had cracked reservoir tube lip. The insulin pump had moisture damage on electronic assembly and on motor. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was 6.8 mmol/l at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.